Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving the 'apply sample' message, and the test would not start. In 2006 at 12:30 pm the patient attempted to test her blood glucose level but obtained just the 'apply sample' icon on the reported meter, and the test would not start. The patient was unable to obtain a blood glucose result. At that time, the patient was feeling nauseaus. Because of this symptom, the patient's husband took her to the hospital, where her blood glucose level was tested to be 500 mg/dl. The patient was treated with intravenous insulin. She was kept in the emergency room for several hours, but was not admitted to the hospital. The patient noted she had not been able to obtain any blood glucose results on the reported meter on that day. The patient had tried several times until she had used all her available test strips. This was the first day she had experienced this issue. On the day of the hyperglycemia event, the patient had eaten breakfast and taken her normal oral diabetes medications. The patient takes metformin, two pill twice per day and avandia (rosiglitazone) one pill per day. The meter, test strips and control solution were replaced. The patient became hyperglycemic, was unable to obtain a blood glucose result due to the 'apply sample' issue with the reported meter, and received medical attention and treatment. Therefore, this complaint is being reported as an adverse event.